Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the device was observed to be ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Implant rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 550cc and experienced a rupture on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020.